Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device was returned for evaluation and was visually inspected. No biomaterial observed. No cannula kink observed. No broken bladed found. Pump connected to aic with purging to reproduce reported low pump flow issue. No low flow reproduced. Data logs reviewed finding no saturated flows seen, no motor current spike observed. Several suction alarms and placement signal is noisy and trending down as well. No positioning issue observed. The root cause of the low pump flow issue most likely was patient condition related.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, low pump flows were observed. The pump had suction alarms and the left ventricle pressure also became negative. The position was confirmed. The pump was replaced and there was no harm to the patient.